Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2019-01024. The device is expected to be returned for analysis. It has not yet been received. (B)(4) the event occurred at hospital (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) support. The centrimag pump was connected with another manufacturer's circuit and oxygenator. On (B)(6) 2019, the system was exchanged due to unspecified oxygenator function. On (B)(6) 2019, an s3 alarm occurred on the primary console. The display of the primary console was dark with no visible information. On the monitor, only rpm was visible; flow displayed only "---". A sound was heard from the motor. The pump seating reportedly looked ok. Generated flow was confirmed by the backup unit and a second flow probe. No other issues were noted and there was no reported harm to the patient's clinical condition. No additional information was provided.

Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation: the reported event of the console going black, blank flow, and a s3 alarm was confirmed. The centrimag motor (serial #: (B)(6) was returned for analysis at mcs zurich and was evaluated. The reported event of the console going black, blank flow, and a s3 alarm was confirmed via the console¿s log file and was also reproduced in the complaint lab. A log file was downloaded from the returned and associated console (serial #:(B)(6), investigated under MFR # 2916596-2019-01024. A review of the downloaded log file showed that on 23feb19 at 22:23, an ifd-shutdown (display dark) occurred, triggering ¿system alert: s3¿ and ¿set pump speed not reached¿ alert. The speed dropped from 4200 rpm (flow of 5 lpm) to a speed of 3230 rpm, with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. Reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.